Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that continuous air ingress and saline leak was seen in the sheath after the insertion of farawave. Device was suspected to have an anomaly. Starter guidewire and farawave catheter had been inside the sheath before or at the time air was observed. Syringes were used for flushing. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.